Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). They system has been tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) mid-procedure regarding an error occurring on the universal surgical manipulator (usm) 1, not recognizing or accepting the monopolar curved scissor (mcs) instrument and replacing the instrument twice. Tse reviewed the system logs and found error 22020 for instrument engagement issues. The customer had re-draped, reseated the sterile adapter, but the reported complaint remained. Tse had the customer also perform a hard power cycle without being able to resolve the reported event. Tse had the customer install the mcs on the usm2 and the mcs recognized. The customer continued with a three-arm system configuration. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error message (22020) was triggered indicating fault on the carriage. The usm was then installed onto a patient side cart fixture test platform (pftp) where direction test, carriage strength, carriage friction was found to be failing on the degree of freedom (dof) 5-9. As a result of these findings, fa was able to conclude that the gearboxes and rotors were found to be the root cause of the reported event. The root cause of the recognition issue is due to the usm gearbox and rotors.

Event description:
Refer to h11 for follow-up information.